Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 221541813 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked/twisted near the electrode. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The mapping catheter failed the returned product inspection due to the loop kink/twist. If information is provided in the future, a supplemental report will be issued.